Manufacturer narrative:
It is confirmed that the file is not reportable after investigations though it was initially stated as reportable based on the reported issues. Device evaluated by bd service. The actual date of event in unknown. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 16aug2019. The review was performed from the date of manufacture to the present date 14jun2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device battery wont charge. There was no patient involvement.